Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with transport delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay 85 related event occurred in (B)(6). The event did not lead to patient death or injury.

Event description:
"The diameter of the femoral artery is 7.5 mm by image measure before operation. After doctor's talking, 30 mm stent graft was chosen. During operation, the intima of iliac artery was broken and fallen off, so that the tip of the delivery system couldn't pass the iliac artery. The product failed for implantation. The delivery system was withdrawn. Another local brand stent graft was implanted after the event. The patient was well and have left the hospital."

Event description:
"The diameter of the femoral artery is 7.5mm by image measure before operation. After doctor's talking, 30mm stent graft was chosen. During operation, the intima of iliac artery was broken and fallen off, so that the tip of the delivery system couldn't pass the iliac artery. The product failed for implantation. The delivery system was withdrawn. Another local brand stent graft was implanted after the event. The patient was well and have left the hospital."